Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a system being used to deliver unknown medication at unknown dose/concentration for non-malignant pain. The patient was "post brain injury" and had trouble talking. No further information was obtained. Follow-up was attempted to clarify the issue and its relation to the device or therapy as well as to determine the name(s) of the drug(s) (as well as concentrations, dosages, lot numbers, start and end therapy dates), what other medications the patient was taking at the time of the event, what diagnostics were performed and their results, and what actions/interventions were taken as a result of the event. A supplemental report will be submitted if additional information becomes available.